Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgeries because of excessive wear and breakage of the poly.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device found pitting/damage consistent with cement debris. The reported breakage was not confirmed. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A complaint database search finds no other reported incidents against product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The root cause of the polyethylene wear is attributed to third body debris being introduced into the joint space contributing to accelerated wear. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.